Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The user decided to insert a new cartridge and a new infusion set changing the infusion site, but after one day of normal functioning, the user still had blood glucose close to 500 mg/dl. Because of this hyperglycemia, the user felt bad and vomited twice. The patient was not hospitalized, went to the emergency room and received drip of insulin. Now the patient is fine, attributes the cause of the problem to a malfunction of the pump that delivered less insulin without giving any alarm. A request was made for the return of the device.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.